Event description:
It was reported that during a device check which occurred after the patient underwent a direct-current cardioversion procedure to convert atrial fibrillation, the atrial lead was found to be exhibiting noise. It was also reported that the atrial lead had no capture, was not sensing any p waves (even though the cardioversion successfully converted the patient to normal sinus rhythm) and had low impedance measurements. It is not believed that the atrial lead observations are related to the cardioversion procedure. Additionally, it was later reported that the right ventricular [rv] lead impedance dropped significantly in the two days after the cardioversion procedure. The atrial and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. An impedance/resistance decrease was noted. The weekly pace lead impedance trend data shows a gradual impedance decrease for minimum and maximum atrial pace equal to 536 to 104 ohms range between (B)(4) 2011 and (B)(4) 2012. (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. An impedance/resistance decrease was noted. The weekly pace lead impedance trend data shows an abrupt impedance decrease for minimum and maximum right ventricular pace equal to 1376 to 536 ohms range between (B)(4) 2012.